Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure performed on (B)(6), 2010 (female, around (B)(6), (B)(6)). According to the complainant, the physician was attempting to implant a wallflex colonic stent to treat a stricture in the sigmoid colon. The patient's anatomy was tortuous and the physician had difficulty deploying the stent. The stent would only deploy 2 cm and could not be further deployed or reconstrained. Due to the force applied, the metal handle bent and then eventually snapped in two. The physician believed the two sharp right turns in the patient's anatomy put too much torque on the scope; resulting in the stent failing to deploy and reconstrain properly. The entire device was removed from the patient. Upon removal, it was observed that the delivery catheter had stretched and torn and that the blue delivery catheter had begun to separate from the distal handle. The colonoscopy procedure had taken approximately 2 hours and was aborted due to this event. The patient's options going into this procedure were limited; either have the stent implanted or have surgery. Since the stent could not be successfully implanted, the only alternative was surgery. The patient was sent to surgery following the procedure. The patient's condition at the conclusion of the procedure was reported to be stable, but the patient's condition following surgery is unknown.

Manufacturer narrative:
(B) (6). (B) (4) surgery. Partial deployment / handle broken / catheter damage. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a procedure performed on (B) (6) 2010 (female, (B) (6)). According to the complainant, the physician was attempting to implant a wallflex colonic stent to treat a stricture in the sigmoid colon. The patient¿s anatomy was tortuous and the physician had difficulty deploying the stent. The stent would only deploy 2 cm and could not be further deployed or reconstrained. Due to the force applied, the metal handle bent and then eventually snapped in two. The physician believed the two sharp right turns in the patient's anatomy put too much torque on the scope; resulting in the stent failing to deploy and reconstrain properly. The entire device was removed from the patient. Upon removal, it was observed that the delivery catheter had stretched and torn and that the blue delivery catheter had begun to separate from the distal handle. The colonoscopy procedure had taken approximately 2 hours and was aborted due to this event. The patient¿s options going into this procedure were limited; either have the stent implanted or have surgery. Since the stent could not be successfully implanted, the only alternative was surgery. The patient was sent to surgery following the procedure. The patient's condition at the conclusion of the procedure was reported to be stable, but the patient¿s condition following surgery is unknown.

Manufacturer narrative:
A visual and microscopic examination found that the stent was partially deployed by approximately 70mm. It was noted that the deployment handle was detached from the blue outer sheath. The stainless steel shaft was broken distal to the hub handle. The outer sheath was broken at two locations and it was noted that the outer sheath was stretched in appearance. The clear section of the outer sheath was kinked along its length. An attempt made to retract the outer sheath by hand in order to deploy the stent failed. Examination of the deployed stent and the stent holder found no anomalies. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.